Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action.

Event description:
It was reported that the patient experienced intermittent phrenic nerve stimulation, which interrogation of the device confirmed. The device was reprogrammed and remains active in the patient. This patient was a participant in the system longevity study. No further patient complications have been reported as a result of this event.